Manufacturer narrative:
A product development investigation was performed. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. This complaint is confirmed. Only the shaft portion of the flexible reamer shaft was returned to customer quality (cq). The proximal coupling has sheared off and was not returned to cq. The entire device is bent and the break edge has one jagged triangular feature. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The returned 5.0mm flexible shaft is a reusable instrument available for use in several systems to ream intramedullary canals of long bones for harvesting graft material or to prepare for nail implantation. The outside and inside diameter of the shaft component near the break was measured and found to be within specification per relevant shaft component drawing. A review of the device history records was unable to be performed since the lot number was unknown (the proximal coupling with the part and lot number etches broke off and is missing). Flexible shaft assembly drawing and cannulated shaft component drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a root cause. Since the shaft is bent and broken, it is most likely due to rough handling or off-axis force applied during reaming. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Date of device breakage is not known. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 5.0 mm flexible shaft was found broken in sterile processing. The piece with the part and lot number broke off and is missing. There is no patient involvement. This report is for one (1) 5.0 mm flexible shaft. This is report 1 of 1 for com-(B)(4).